Manufacturer narrative:
PMA/510k : 11dec2019, date of report : 23dec2019. Device code added from dec ember 11, 2019 evaluation by the field service engineer. This was resolved by replacing the (cpu pcba) central processing unit printed circuit board assembly, (pm) power management pcba, (mc) motor controller pcba. To address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 11dec2019. The customer reported the touchscreen not working when trying to adjust the settings. In addition, during further investigation, the back up alarm failed. The manufacturer¿s field service engineer (fse) confirmed the touchscreen and back up alarm failed issues. Fse replaced the touchscreen, calibrated and completed the required testing. Fse also replaced the (cpu pcba) central processing unit printed circuit board assembly, (pm) power management pcba, (mc) motor controller pcba. To address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
The customer reported the touchscreen not working when trying to adjust the settings. There was no patient involvement.